Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had a slightly corroded battery tube. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked case at the reservoir tube window corners and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.